Event description:
It was reported that the customer had a no delivery alarm during bolus, basal and fixe prime on the insulin pump. The customer's blood glucose level was 128 mg/dl. The troubleshooting was performed. It was explained to the customer that the no delivery alarm was caused by infusion set and reservoir occlusion. The problem was resolved and the customer was able to successfully prime. No further assistance was needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).